Event description:
It was reported the facility stated there was a hole in the cuff. This was discovered during the procedure and they had to re-intubate the patient. They were able to complete the surgery and the patient was reported to be fine. The tube was discarded by the facility and will not be returned for evaluation.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method - product was discarded by facility, will not be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.